Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed undefined occlusion error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the device passed both upstream and downstream occlusions. A review of the event history log (ehl) revealed occurrences of "downstream occlusion!" And "upstream occlusion!" Alarms. The event history log cannot confirm if the alarms were true of false. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. No device correction is required to address the reported problem. Should additional relevant information become available, a supplemental report will be submitted.